Event description:
Healthcare professional (hcp) reported injecting a patient with 0.7cc to the right cheek and 0.3cc to the left cheek of juvéderm® voluma® with lidocaine. Patient is experiencing redness and induration several weeks post injection. Hcp later reported the patient had a dental cleaning the day after injection. Initial symptoms began 1 month post injection which included the following symptoms; right cheek mildly swollen and red for a few days then settled spontaneously. Left cheek swollen, red and warm. Hcp states the patient underwent an ultrasound 2 weeks post injection on the left cheek which identified "ill-defined subcutaneous hypoechoic structures with mild posterior enhancement, largest measuring 1.6 x 0.4 x 1.1 cm and another smaller one laterally measuring 0.5 x 0.3 x 0.4 cm [¿ and] tiny fluid collections are suggested by the imaging appearance." Hcp treated the patient with hyaluronidase 20 iu + cipro 500 b/d via local infiltration 1 month post symptom onset. A second hyaluronidase treatment of 40iu was given the next day. A third round of hyaluronidase treatment of 60iu was given 3 days later. A fourth round of 20iu hyaluronidase was given 2 days later. A fifth round of 50iu hyaluronidase was given 6 days later. Symptoms are ongoing. The packaged needle was used. This was the initial use of the syringe.

Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.